Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported restenosis, angina and ischemia are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported that approximately thirty eight months post stenting procedure in the first obtuse marginal with one 2.5x28 xience v stent, the patient experienced angina with dyspnea and was found to have a positive functional stress test demonstrating myocardial ischemia. The patient underwent percutaneous coronary revascularization with a non-abbott drug eluting stent on (B)(6) 2010. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.